Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during surgical intervention for decreasing impedance, blood was noted in the atrial and ventricular channnels.